Manufacturer narrative:
Final analysis found an abrasion breaching the outer insulation at 3.1 - 3.6 cm from the distal tip, due to friction with another device. An abrasion of the outer insulation was found at 24.7 - 24.9 cm, the outer coil was broken at 25.1 cm and the inner insulation was abraded at 25.4 - 25.7 all at the distal tip, due to clavicular crush, which could cause the reported noise problem.

Event description:
It was reported that the right ventricular lead exhibited noise and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.